Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited chronically high shock impedance measurements. Technical services (ts) was consulted, noting a gradual increase in shock impedance around 2023-2024. After the increase, the shock impedance trend stabilized with values around 120 ohms. The maximum measured value until now is 134 ohms and the current 28-day average low-voltage shock impedance (lvsi) is 118 ohms. Ts recommended continued monitoring. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited chronically high shock impedance measurements. Technical services (ts) was consulted, noting a gradual increase in shock impedance around 2023-2024. After the increase, the shock impedance trend stabilized with values around 120 ohms. The maximum measured value until now is 134 ohms and the current 28-day average low-voltage shock impedance (lvsi) is 118 ohms. Ts recommended continued monitoring. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product remains implanted and therefore has not been returned to boston scientific for physical analysis. Investigation of the available information/data determined the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.